Manufacturer narrative:
Based on the investigation, no abnormalities were identified during the batch record review, visual inspection, or dimensional and mechanical testing conducted on the archived samples in compliance with iso 80369-7:2021. All test results met the applicable specifications, confirming that the product complied with the established quality and manufacturing standards. The reported issue of detached or loose needles could not be reproduced under standard testing conditions. As the defective samples were not available for evaluation, it was not possible to determine the exact root cause of the issue. Should defective samples become available in the future, a detailed investigation will be carried out accordingly. Our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. No trends related to this issue have been identified during our track-and-trend analysis.

Event description:
Customer reported that the 3cc and 5cc are both arriving with barely any needles attached, and the ones that are attached will get stuck in the vial after drawing the dose and the syringe will be in hand.